Event description:
It was reported by the affiliate that the (1) tsb45 was used during a video assisted thoracic surgery procedure. It was reported that the staples would not form at all. The case was converted to open for overstitiches.